Event description:
It was reported that the patient said the stimulator was ¿deactivated¿ and ¿had not worked for a couple years.¿ it was noted that the patient was no sure why it ¿stopped working¿ but ¿every time the patient went through a medical detector it would deactivate it.¿ it was noted that the patient sated they were not sure if the use of hand-held wand going through security may have affected the implantable neurostimulator (ins). It was noted that the patient had worked with a manufacturer representative at the time to reprogram and restart the ins in 2008 and 2009. It was noted that the patient was told ¿the 3rd time, they can¿t do if after 3 times.¿ it was noted that the patient stopped using the therapy after about 2 years and now had pain in the lower back and down the left leg. It was noted that the patient would like to start using the therapy again to see if it could treat the pain. It was noted that the patient no longer had the patient programmer. It was noted that the patient stated that she was told the ins battery would last 5 to 7 years.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins had not worked since 2008-2009. It was noted that the "stim" had not worked since 2008 or 2009. The caller stated that they had two overdischarges and was told that the 3rd time would require replacement. The caller noted that they were in jail and "in" and out" of court during this time. The caller stated that they did not have any of the equipment that goes with it. The caller noted that they were "just now" following up with the healthcare professional (hcp) because they moved to chicago and had a difficult time finding an hcp who would take on a patient with an implant that they did not do. The caller noted that they had a two lead stimulator. It was further noted that one was for their legs and one for the lower back. The caller noted that the implant worked for two years after implant in 2006 and then they fell on black ice in 2008. The caller stated it stopped working shortly after that in 2008/2009. The patient services representative asked for clarification as patient stated earlier that it stopped working due to an overdischarge. The caller stated that when they did the recharger after they went into overdischarge there was a "shooting sharp pain in the thoracic area." The caller stated that they did CT testing and they did not think it did any damage to any of the wires/leads. The caller was trying to see if the manufacturer representative would be at the hcp appointment at 4:00 on the 24th. The caller asked for a manufacturer representative to be at the appointment regarding replacement device. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377645, lot# v008353, implanted: 2006-(B)(6), product type lead, product ID 3708120, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 377645, lot# v008353, implanted: 2006-(B)(6), product type lead, products ID 3708120, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).